Event description:
It was reported, the pt was no longer receiving adequate coverage. It was also reported, the pt was experiencing abdominal stimulation. X-rays were taken and revealed lead migration. On (B)(6) 2012, the pt's lead was repositioned. All issued were resolved as a result.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.